Event description:
Report received of a "pt that had an epidural implanted in their lumbar spine which broke off in their back". It is alleged in the complaint that the pt is said to have "suffered severe, permanent and disabling injuries to their mind and body as a result of the failure of the appliance..." No additional info was available.